Manufacturer narrative:
The sample was not received. The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. It was noted by the biomed stated that the unit was receiving an alert 113 and was unable to cool. Per troubleshooting, the mixing pump was faulty. Device was due to 2k pm and the biomed was sent the information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control) for not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control) for not cooling.